Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Hypoglycaemia [hypoglycaemia]. He insulin holder was not fitted in the injector securely [device issue]. But error display was continued [device information output issue]. The patient was half doubt that administration was performed properly, and administration was additionally performed (incorrect dose administered). [Extra dose administered]. Case description: this serious spontaneous case from japan was reported by a medical doctor as "hypoglycaemia(hypoglycaemia)" beginning on (B)(6) 2023, "he insulin holder was not fitted in the injector securely(device component defective)" with an unspecified onset date, "but error display was continued(device image display error)" with an unspecified onset date, "the patient was half doubt that administration was performed properly, and administration was additionally performed (incorrect dose administered).(extra dose administered)" beginning on (B)(6) 2023, and concerned a 70 years old patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "device therapy", tresiba chu penfill (insulin degludec) (dose, frequency & route used-unk, subcutaneous) from unknown start date and ongoing for "diabetes mellitus", patient height, weight, body mass index was not reported. Dosage regimens: novopen 6: tresiba chu penfill: current condition: diabetes mellitus, (type and duration not reported). Procedure: dietary control, kinesitherapy. On (B)(6) 2023, the patient tried to administer tresiba (lot.no.ms6gn15), with novopen 6 blue (lot.no.mvg6l71), but error display was continued. The insulin holder was not fitted in the injector securely. Patient was half doubt that administration was performed properly, and administration was additionally performed higher doses of insulin than usual were administered and the patient developed hypoglycemia. And, the patient was admitted to the hospital, hospital discharge date is unknown. Batch numbers: novopen 6: mvg6l71 tresiba chu penfill: ms6gn15 action taken to novopen 6 was not reported. Action taken to tresiba chu penfill was reported as no change. On (B)(6) 2023 the outcome for the event "hypoglycaemia(hypoglycaemia)" was recovered. The outcome for the event "he insulin holder was not fitted in the injector securely(device component defective)" was not reported. The outcome for the event "but error display was continued(device image display error)" was not reported. The outcome for the event "the patient was half doubt that administration was performed properly, and administration was additionally performed (incorrect dose administered).(extra dose administered)" was unknown. "This report is for a foreign device that is assessed as "similar" to us marketed novopen echo".

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) fall [fall] hypoglycaemia [hypoglycaemia] he insulin holder was not fitted in the injector securely [device issue] but error display was continued [device information output issue] the patient was half doubt that administration was performed properly, and administration was additionally performed (incorrect dose administered). [Extra dose administered] case description: this serious spontaneous case from japan was reported by a medical doctor as "fall(fall)" beginning on (B)(6) 2023, "hypoglycaemia(hypoglycaemia)" beginning on (B)(6) 2023, "he insulin holder was not fitted in the injector securely(device component defective)" with an unspecified onset date, "but error display was continued(device image display error)" with an unspecified onset date, "the patient was half doubt that administration was performed properly, and administration was additionally performed (incorrect dose administered).(extra dose administered)" beginning on (B)(6) 2023, and concerned a 80 years old female patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", , tresiba chu penfill (insulin degludec) (dose, frequency & route used- 11 iu, qd, subcutaneous, regimen #2: 42 iu, qd, subcutaneous (B)(6) 2023 to unk ms6gn15 08/--/2024 and regimen #3: 11 iu, qd, subcutaneous (B)(6) 2023 to ongoing ms6gn15 (B)(6) 2024) from unknown start date and ongoing for "type 1 diabetes mellitus", novorapid chu penfill (insulin aspart) (dose, frequency & route used- 20 iu, qd, subcutaneous) from unknown start date and ongoing for "type 1 diabetes mellitus". Current condition: type 1 diabetes mellitus (since 1989) historical condition: hashimoto's disease procedure: dietary control, kinesitherapy. Concomitant products included - atorvastatin, thyradin s(levothyroxine sodium) treatment included - glucose. On (B)(6) 2023, the patient was half doubt that administration was performed properly because an error display appeared, and small amounts of the drugs were administered many times tresiba at 11 units was usually administered, but a total of (B)(4) was administered. On the same day, the patient did fall after administration of insulin; thereafter, the patient was urgently transferred to the hospital and admitted to the hospital. Blood sugar (blood glucose) at admission was 39 mg/dl. Administration of insulin at the onset of hypoglycemia was performed in a defined time. Treatment with glucose intravenous infusion was performed after admission. Administration of novorapid was also maintained. On (B)(6)2023, hypoglycemia recovered. On (B)(6)2023, the patient was discharged from the hospital. Batch numbers: novorapid chu penfill: not reported action taken to novorapid chu penfill was reported as no change. The outcome for the event "fall(fall)" was unknown. On (B)(6)2023 the outcome for the event "hypoglycaemia(hypoglycaemia)" was recovered. The outcome for the event "he insulin holder was not fitted in the injector securely(device component defective)" was not reported. The outcome for the event "but error display was continued(device image display error)" was not reported. The outcome for the event "the patient was half doubt that administration was performed properly, and administration was additionally performed (incorrect dose administered).(extra dose administered)" was unknown. Since last submission the case has been updated with the following: -patient demographics updated -medical history updated -lab data updated -suspect "novorapid chu penfill" added -indication of suspect updated -action taken for tresiba updated -concomitant medication added -treatment drug - glucose added -treatment received-yes updated for hypoglycemia -event fall' added -event onset, stop date updated for hypoglycemia -hospitalization end date updated -reporter causality updated -reporter comment updated -narrative updated accordingly. References included: reference type: e2b company number reference ID#: (B)(4) reference notes: reference type: mw 3500a MFR. Rpt. # reference ID#: 9681821-2023-00136 reference notes: medwatch 3500a MFR. Report number. Reporter comment: it was not clear if fall was due to hypoglycaemia or due to other reasons (physical reason, etc.), but it was possible that hypoglycaemia was the cause. "This report is for a foreign device that is assessed as "similar" to us marketed novopen echo".

Event description:
Case description: investigation results: novopen 6 blue mvg6l71. The device was returned with the cartridge from this case mounted. A visual examination of the returned product was performed. The cartridge holder was mounted on the pen without any problems. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. There was taken about 290 doses with this pen and 8 times the pen has showed error, related to "split dose". This visual examination and functional testing were performed. The mechanic pen mechanism was found to be function normal. The cartridge holder was found to be normal. When mounting the cartridge holder it must be screwed clockwise until a click was heard and it was firmly attached to the mechanical section. If the cartridge holder was not correctly mounted, it may get stuck in the pen cap when the pen cap is taken off. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. Use a new needle for each injection. The needle should be mounted immediately before the injection. Always remove the used needle immediately after each injection and store the device without a needle attached. Otherwise, temperature fluctuations may cause leakage through the needle, resulting in a space between the rubber piston in the cartridge and the piston rod in the device. Furthermore, clogging of the needle may occur. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. The electronic display showed "error" after the dose button was fully depressed. This was a normal function of the pen to warn the user of non-recommended user behaviour. The user split the selected dose into two or more smaller doses which were delivered over a period of more than 15 minutes. The error was caused by unintended use of the device. Since last submission the case has been updated with the following: investigation results was added. Imdrf codes was added. Narrative updated accordingly. Final manufacturer's comment: 17-nov-2023: the suspected device novopen 6 has been returned to novo nordisk for investigation. The device was found to function as per specifications. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. The cartridge holder was found to be normal. It was possible to mound the cartridge holder with a cartridge mountes inside to the pen body without any problems. The electronic register revealed that pen showed error message 8 times, related to split doses. The user split the selected dose into two or more smaller doses which were delivered over a period of more than 15 minutes. The display error is indicating that the user has used the pen in an unintended way. Elderly age of the patient (80 years) and underlying type 1 diabetes mellitus are considered significant confounding factors for the development of fall and hypoglycaemia. H3 continued: evaluation summary: novopen 6 blue mvg6l71. The device was returned with the cartridge from this case mounted. A visual examination of the returned product was performed. The cartridge holder was mounted on the pen without any problems. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. There was taken about 290 doses with this pen and 8 times the pen has showed error, related to "split dose". This visual examination and functional testing were performed. The mechanic pen mechanism was found to be function normal. The cartridge holder was found to be normal. When mounting the cartridge holder it must be screwed clockwise until a click was heard and it was firmly attached to the mechanical section. If the cartridge holder was not correctly mounted, it may get stuck in the pen cap when the pen cap is taken off. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. Use a new needle for each injection. The needle should be mounted immediately before the injection. Always remove the used needle immediately after each injection and store the device without a needle attached. Otherwise, temperature fluctuations may cause leakage through the needle, resulting in a space between the rubber piston in the cartridge and the piston rod in the device. Furthermore, clogging of the needle may occur. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. The electronic display showed "error" after the dose button was fully depressed. This was a normal function of the pen to warn the user of non-recommended user behaviour. The user split the selected dose into two or more smaller doses which were delivered over a period of more than 15 minutes. The error was caused by unintended use of the device.